Event description:
Pain in left knee [arthralgia], left knee swelling [joint swelling]. Case description: spontaneous report received on 05/04/2009, from an (B)(6), female, patient, with a history of osteoarthritis, (B)(6), who experienced left knee pain and left knee swelling after starting synvisc. The patient received injections of synvisc into the left knee on (B)(6) 2009. The patient reported that she experienced pain and swelling in the injected knee that started around (B)(6) 2009. At the time of this report the patient's left knee pain and left knee swelling continued. She reported that the pain was worse when she was going up or down stairs. At the time of this report, the outcome of the patient was unknown. Additional information was received on 05/29/2009, from the health care provider who confirmed the patient had a history of moderate osteoarthritis for five months in the left knee. He updated the medical history to include joint narrowing and a torn meniscus; there was no previous treatment with steroids or viscosupplementation and there was no prior effusion. The hcp confirmed the patient received one synvisc injection in her left knee on (B)(6) 2009 and effusion was not collected before the injections. The hcp confirmed the patient experienced left knee pain, but did not confirm left knee swelling. The patient's left knee pain had an onset date of (B)(6) 2009 and was severe in intensity. The hcp stated the relation of synvisc to the left knee pain was possible and on (B)(6) 2009, the patient was treated with an injection of depro-medrol. There were no lab results available. At the time of this report the outcome of the patient was not yet recovered. The lot number was reported as v0803 with an unknown expiration date. Additional information was received on 06/02/2009 in the form of qa results. The production and quality control documentation for lot #v0803, with expiration date 08/2011, was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.